Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no sound. The unit was triaged and the reported issue could not be confirmed at this time; on initial visual inspection, there was no audio present at startup. Ac power was connected to the unit. Unit was disassembled. All connections were found to be intact. The unit passed all tests. Soon after the test was completed, unit began producing audio. Unit was power cycled 10 times and each time unit passed post with the 3 audible tones present. No errors were encountered. Next, a recertification test was setup. Unit passed the test. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/22/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service the unit has no sound on turning on.